Event description:
Reporter stated that, while in the hospital for an unspecified reason, patient's blood glucose was tested on the mobile system which reported a result of 78 mg/dl. Based on this value, patient injected an unspecified amount of insulin. Within 10 minutes, patient was reportedly retested on the hospital's performa system, which reported a glucose value of 32 mg/dl. Reporter stated that patient was treated with a glucose infusion. No additional details about actions taken prior to obtaining the value of 78 mg/dl or subsequent treatment were provided. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.